Event description:
It was reported bd ser plastipak 10ml ll 40x8 al had leakage issues. The following information was provided by the initial reporter: "...they detect a leak at the level of the body of the syringe..."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd ser plastipak 10ml ll 40x8 al had leakage issues. The following information was provided by the initial reporter: "...they detect a leak at the level of the body of the syringe..."

Manufacturer narrative:
H6: investigation summary photos received for investigation. Upon visual inspection, a syringe is displayed, it is not possible to observe or confirm leakage past stopper. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retained samples from the lot were evaluated, no defects or issues observed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Physical samples are necessary for further analysis.